Event description:
Healthcare professional additionally reported patient was treated with a topical retinoid. Patient received a v-beam treatment.

Manufacturer narrative:
Additional, corrected, and/or changed data: b5.

Manufacturer narrative:
Additional, corrected, and/or changed data: b5, h6.

Event description:
Healthcare professional (hcp) later noted that the vascular occusion and [non-study device related] low progesterone resolved. Hcp additionally reported one month post-injection, patient experienced acne on the nasal tip.

Manufacturer narrative:
Clarification to a6 race: middle eastern. Additional, corrected, and/or changed data: a6, b5, c1, c3, d1, d4, h4, h6. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported via clinical study patient later experienced [non-study device related] low progesterone.

Manufacturer narrative:
Additional, corrected, and/or changed data: b7, d10.

Event description:
Healthcare professional reported via clinical study injecting a patient 1ml of juvéderm® voluma® xc in the mid-face, juvéderm® ultra xc in the lower lip 0.55ml, and juvéderm® ultra plus xc in the nasolabial folds with 1.5 ml. Patient was given a pre-treatment of topical lidocaine 23% + tetracaine 7% and concomitantly takes trizepatide 2.5mg once a week and adderall 5mg qd. One day post-injection patient experienced a vascular occlusion in the left nasolabial fold. Patient was treated with tylenol 500mg orally and hylenex 300 usp u intramuscularly. Patient was treated with 100mg minocycline. Patient later experienced [non-study device related] low progesterone. One month post-injection, patient experienced acne on the nasal tip. Patient was treated with a topical retinoid. Patient received a v-beam treatment. Symptoms are ongoing. A 27g 1/2 needle was used. This relates to juvéderm® ultra plus xc.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported via clinical study injecting a patient 1ml of juvéderm® voluma® xc in the mid-face, juvéderm® ultra xc in the lower lip 0.55ml, and juvéderm® ultra plus xc in the nasolabial folds with 1.5 ml. Patient was given a pre-treatment of topical lidocaine 23% + tetracaine 7% and concomitantly takes trizepatide 2.5mg once a week and adderall 5mg qd. One day post-injection patient experienced a vascular occlusion in the left nasolabial fold. Patient was treated with tylenol 500mg orally and hylenex 300 usp u intramuscularly. Symptoms are ongoing. A 27g 1/2 needle was used. This relates to juvéderm® ultra plus xc.